Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure the stylet could not be removed from the lead. The lead and stylet were discarded and a new lead was implanted. The lead was difficult to remove from the stylet but the implant procedure was successful. The patient was in good condition with no adverse consequences. Related manufacturer reference number: 2017865-2017-02354.